Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in an adult female patient who had essure (batch no: 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and nabothian cyst. Concurrent conditions included dermatitis, anxiety, burning sensation, heavy periods, menometrorrhagia, endometriosis, gravida ii, parity 2 and seizures. Concomitant products included cefixime (flexeril), ethinylestradiol;norgestimate (ortho tri-cyclen), gabapentin (neurontin), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), meloxicam (mobic), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and promethazine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping") and dyspareunia ("dyspareunia (painful sexual intercourse"). In 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), nervous system disorder ("neuro condition/problems"), endometriosis ("endometriosis") and seizure (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic and vaginal haemorrhage had resolved and the fatigue, nausea, nervous system disorder, endometriosis and seizure outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, nervous system disorder, pelvic pain, seizure and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhoea (cramping), dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding), endometriosis, seizures. Date of removal were reported : 42466. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2015: total bilateral occlusion. Computerised tomogram abdomen: on (B)(6) 2015: small periumbilical hernia containing adipose tissue. Hepatomegaly with evidence of cholecystectomy. Punctate nonobstructing left lower pole renal calculus. Bilateral fallopian tube occlusion coils. Imaging procedure: on (B)(6) 2015: test(s) (essure confirmation unspecified) bilateral occlusion. Pathology test: on (B)(6) 2016: cervix, uterus, bilateral fallopian tubes and ovaries: late proliferative phase to early secretory phase endometrium. Ovarian tissue with hemorrhagic corpora lutra and corpora luteal cyst as well as cystically dilated follicles. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: back pain, nausea, pelvic pain, dyspareunia, depression, dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: new events added: abnormal bleeding (vaginal).event outcome, onset date were added. Lot number were added. Reporter information were updated. Patient history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in an adult female patient who had essure (batch no. 50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and nabothian cyst. Concurrent conditions included dermatitis, anxiety, burning sensation, heavy periods, menometrorrhagia, endometriosis, multigravida, parity 2 and seizures. Concomitant products included cefixime (flexeril), ethinylestradiol;norgestimate (ortho tri-cyclen), gabapentin (neurontin), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), meloxicam (mobic), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), nervous system disorder ("neuro condition/problems"), endometriosis ("endometriosis") and seizure (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic and vaginal haemorrhage had resolved and the fatigue, nausea, nervous system disorder, endometriosis and seizure outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, nervous system disorder, pelvic pain, seizure and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhoea (cramping), dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding), endometriosis, seizures. Date of removal were reported : (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: total bilateral occlusion.. Computerised tomogram abdomen - on (B)(6) 2015: small periumbilical hernia containing adipose tissue. Hepatomegaly with evidence of cholecystectomy. Punctate nonobstructing left lower pole renal calculus. Bilateral fallopian tube occlusion coils.. Imaging procedure - on (B)(6) 2015: test(s) (essure confirmation unspecified) bilateral occlusion. Pathology test - on (B)(6) 2016: cervix, uterus, bilateral fallopian tubes and ovaries: late proliferative phase to early secretory phase endometrium. Ovarian tissue with hemorrhagic corpora lutra and corpora luteal cyst as well as cystically dilated follicles.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: back pain, nausea, pelvic pain, dyspareunia, depression, dysmenorrhea. Lot number: 50705834 manufacture date: 2013-02 expiration date: 2015-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), nausea ("nausea"), nervous system disorder ("neuro condition/problems"), endometriosis ("endometriosis") and seizure (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral).). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and dermatitis allergic had resolved and the fatigue, nausea, nervous system disorder, endometriosis and seizure outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, nervous system disorder, pelvic pain and seizure to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhoea (cramping), dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding), endometriosis, seizures. Date of removal were reported : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: pelvic pain, abdominal pain, back pain, dysmenorrhoea (cramping), dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding, rash/skin condition, fatigue, nausea,neuro condition/ prob, endometriosis, seizures. Event outcome were added. Reporter information were updated. Lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.